Event description:
Endo gia 45 being used during surgical procedure during appendectomy, white load and it did not fire when clamped down, stapler removed from the field and replaced with another stapler.